Event description:
It was reported that during dialysis with polyflux 170h dialyzer, the patient experienced acute intradialytic drop of white blood cells (wbc) counts to low levels. Prior to this event, the patient experienced initial leukopenia attributed to infection with bactermia, however leukopenia persisted only on routine pre-hemodialysis sampling, despite improvement in sepsis. The reporter also stated that the wbc sample was taken as a regular routine, five minutes after starting dialysis. There was no report of patient injury or medical intervention associated with this event. It was reported that no further issues were noted after switching to a non-vantive dialyzer. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.